Event description:
It was reported that the lead was capped and replaced due to decreased sensing and low pacing lead impedance. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.